Event description:
It was reported that a patient underwent an episotomy procedure on an unknown date and suture was used. The patient experienced wound breakdown and complained of finding the suture in the toilet bowl after approximately three days. The patient was readmitted, given antibiotics &amp; monitored. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.